Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('one coils actually torn through one of my tubes') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), adnexa uteri pain ("which was causing severe pain") and ovarian cyst ("some cyst on my ovaries"). The patient was treated with surgery (bilateral salpingectomy and oophorectomy). Essure was removed. At the time of the report, the fallopian tube perforation, adnexa uteri pain and ovarian cyst outcome was unknown. The reporter considered adnexa uteri pain, fallopian tube perforation and ovarian cyst to be related to essure. ¿concerning the injuries reported in this case, the following one was described in patients¿ social media record: fallopian tube peroration, adnexa uteri pain and ovarian cyst¿. Incident. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('one coils actually torn through one of my tubes') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), adnexa uteri pain ("which was causing severe pain") and ovarian cyst ("some cyst on my ovaries"). The patient was treated with surgery (bilateral salpingectomy and oophorectomy). Essure was removed. At the time of the report, the fallopian tube perforation, adnexa uteri pain and ovarian cyst outcome was unknown. The reporter considered adnexa uteri pain, fallopian tube perforation and ovarian cyst to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-jan-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.